Manufacturer narrative:
It was reported that the patient has loosening of the tibial tray. Revision surgery is planned to address the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has loosening of the tibial tray. Revision surgery is planned to address the issue.